Event description:
Information identified in the manufacture's data base indicated the patient died approximately five days post implant of an implantable pulse generator (ipg). A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.